Event description:
The thermacor 1200 infusion system was being used during a clinical eval on (B)(6) 2013 at vidant health system. During the surgery, the cassette (pnc-1200) had a small leak. The leakage was not noted until after the surgery. The cassette was unavailable for review. Lot number for the cassette was also unavailable.

Manufacturer narrative:
The cassette was not returned for eval. The hospital did not provide the lot number for the cassette.